Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range shocking impedance measurements greater than 125 ohms. A shock lead integrity test was performed. There were no adverse patient effects reported. Additional information was received that this patient has chronic kidney disease and is on hemodialysis. Because of this condition, the patient has calcifications throughout entire body. Physician feels this may be causing the increase in impedance measurements. The patient was brought in for a revision procedure, upon which the entire pocket was found to be encased in a calcium shell. The physician was unable to either explant the lead or implant a new one due to the calcifications. The conclusion is that the lead remains implanted and the patient will continue to be monitored until which time a lazer procedure can take place.

Manufacturer narrative:
The lead remains implanted and will continue to be monitored. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.